Event description:
While troubleshooting failing h and h checks with beckman coulter inc (bec) customer technical support (cts), a customer found that their coulter lh 780 hematology analyzer was leaking cbc lyse. The leak was 10ml and was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced cbc lyse restrictor line (cbc lyse restrictor line carries lyse s iii reagent for wbc and hgb determination) which resolved the leak. The cause of the leak was the cbc lyse restrictor line. (B)(4).